Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone and advise the customer to replace the backlight inverter pcb. Covidien was not authorized to service the device.